Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ 1ml luer slip syringe was missing scale markings. This was discovered before use. The following information was provided by the initial reporter: a syringe of 1ml luer slip without graduation was found. So far, the event has been observed in one syringe.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10

Event description:
It was reported that unspecified bd¿ 1ml luer slip syringe was missing scale markings. This was discovered before use. The following information was provided by the initial reporter: a syringe of 1ml luer slip without graduation was found. So far, the event has been observed in one syringe.